Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -10.00/4.0/109 (sphere/cylinder/axis), imlantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The reporter stated tha the lens continues to rotate off axis. Secondary surgical intervention (repositioning/rotation) was performed on (B)(6) 2019 but the problem was not resolved. Lens has rotated off axis again and low vault was observed. Exchange surgery is planned for (B)(6) 2020. If additional information is recieved a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - lens was returned in a vial with liquid. Visual inspection the lens haptic torn. Additional information: b5 - it was reported that on (B)(6) 2020, the lens was explanted. Claim#: (B)(4).